Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with four unspecified antibiotics (route, dosage, and frequency not reported). The patient had been on a cruise and the peritonitis began the day after she had gotten off the ship. The cause of the peritonitis was not reported. The patient was reported to be recovering at the time of the report. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13f12031 and h13f03014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot number h13g07013 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the issue. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).